Manufacturer narrative:
The soft cannula was observed to be torn and kinked. Due to the tear, fluid was unable to pass through the entire fluid path and out the distal tip of the soft cannula. The timing and cause of the damage is unknown. A leak test was performed below the tear and no other leakages were observed. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 395 mg/dl. The pod was reportedly leaking while worn on the patient's hip/buttocks for between 36 and 48 hours. As treatment, a manual insulin injection was administered utilizing an insulin pen.